Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with a smart touch bidirectional catheter and suffered a cardiac tamponade requiring a pericardiocentesis. During the procedure, the patient became hypotensive. The cardiac tamponade was confirmed through ultrasound. Pericardiocentesis yielded 850-900 cc of fluid. The patient was reported to be in stable condition at the time the complaint was reported. There is no information about the hospitalization. The physician did not provide causality opinion for this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
On (B)(6) 2016 a clarification was received confirming that the product received in the biosense webster failure analysis lab was the correct product for this event. (B)(4) it was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with a smart touch bidirectional catheter and suffered a cardiac tamponade requiring a pericardiocentesis. During the procedure, the patient became hypotensive. The cardiac tamponade was confirmed through ultrasound. Pericardiocentesis yielded 850-900 cc of fluid. The patient was reported to be in stable condition at the time the complaint was reported. There is no information about the hospitalization. The returned device was visually and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. Based on available analysis finding results, the failure mode does not appear to be caused by any internal biosense webster, inc. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.